Event description:
It was reported that pump housing was damaged at usb port, with bent usb pin preventing charging and causing loss of watertight integrity, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump into storage mode before return, and requested return of damaged pump within 10 days using prepaid label, which customer understood and acknowledged.